Manufacturer narrative:
The pump was received with missing segment due to unit received with cracked and bleeding lcd glass. The pump was received with minor scratched display window. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the display had missing segments. The customer's blood glucose level was 200mg/dl. The customer was advised the pump would be replaced and returned for analysis.